Manufacturer narrative:
Concomitant medical product: serial #: (B)(4), implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that the right ventricular (rv) lead exhibited high impedance and the lead micro-dislodged due to the patient movement. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.